Event description:
It was reported that 50 bd veo¿ insulin syringes with bd ultra-fine¿ needle came off the syringe with shield. The following information was provided by the initial reporter: when removing the needle shields, the needle assembly came off syringe with shield

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 30-sep-2022. H.6. Investigation summary: samples were received and an investigation was performed. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. H3 other text : see h10.

Event description:
It was reported that 50 bd veo¿ insulin syringes with bd ultra-fine¿ needle came off the syringe with shield. The following information was provided by the initial reporter: when removing the needle shields, the needle assembly came off syringe with shield.